Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a hd cartridge set, an external blood leak was observed through the rear part of the cassette. Therapy was discontinued with a blood loss was 150 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, three photographs of the sample were provided for evaluation. Visual inspection of the provided pictures identified a breakage from the inside of the chamber. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.